Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was 5.9mmol/l. The customer was asked to use aa battery and clean with dry q-tip the battery cap and the battery compartment. The customer inserted new battery the pump initiated and the battery icon turned green. Customer was advised to continue use of pump and monitor.